Event description:
It was reported that a malfunction occurred, indicated by malfunction code malf 12, but no notable events happened before the malfunction. There was no adverse impact to the customer's blood glucose level. The customer was able to reset the pump on their own, and with guidance from technical support, ensured the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue happens again.